Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / malposition of essure device location of device: endometrium') and genital haemorrhage ('abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble inserting left coil.". The patient's medical history included recurrent abortion and feeling abnormal. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (trinessa). In june 2009, the patient had essure inserted. In january 2010, the patient was found to have weight increased ("weight gain") and experienced micturition urgency ("bladder urgency"). In july 2010, the patient experienced alopecia ("hair loss"). In january 2011, the patient experienced peripheral swelling ("my left hand ring finger had a rash and swelling"). In january 2014, the patient experienced fatigue ("fatigue"). In january 2015, the patient experienced pelvic pain ("pain / right lower pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On 31-mar-2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions type: rash left ring finger"), migraine ("migraines"), alopecia areata ("bald spots") and adnexa uteri pain ("had a pain on my right overy"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, alopecia, peripheral swelling, migraine, adnexa uteri pain and micturition urgency outcome was unknown and the pelvic pain, rash and alopecia areata had resolved. The reporter considered adnexa uteri pain, alopecia, alopecia areata, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, micturition urgency, migraine, pelvic pain, peripheral swelling, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 188.3 kg/sqm. Hysterosalpingogram - on 15-oct-2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / malposition of essure device location of device: endometrium, uterus') and genital haemorrhage ('abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble inserting left coil.". The patient's medical history included recurrent abortion (3 miscarriages) and feeling abnormal. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (trinessa). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced micturition urgency ("bladder urgency"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced peripheral swelling ("my left hand ring finger had a rash and swelling"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain ("pain / right lower pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions type: rash left ring finger"), migraine ("migraines"), alopecia areata ("bald spots"), adnexa uteri pain ("had a pain on my right overy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), flatulence ("gas"), oropharyngeal pain ("sore throat"), pain ("body aches"), pain in extremity ("foot pain"), muscle twitching ("leg twitch"), thyroid disorder ("thyroid range is off too") and inflammation ("inflammation nos"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, alopecia, peripheral swelling, migraine, adnexa uteri pain, micturition urgency, bladder disorder, urinary tract disorder, nausea, flatulence, oropharyngeal pain, pain, pain in extremity, muscle twitching, thyroid disorder and inflammation outcome was unknown and the pelvic pain, rash and alopecia areata had resolved. The reporter considered adnexa uteri pain, alopecia, alopecia areata, bladder disorder, device expulsion, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, inflammation, menorrhagia, micturition urgency, migraine, muscle twitching, nausea, oropharyngeal pain, pain, pain in extremity, pelvic pain, peripheral swelling, rash, thyroid disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: everything turned out fine except they found a coil trailing far down into the uterus and its the right coil. Concerning the injuries reported in this case, the following one were reported from social media report : nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events bald spots, gas, sore throat, body aches, foot pain and leg twitch were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / malposition of essure device location of device: endometrium, uterus') and genital haemorrhage ('abnormal bleeding') in a 38-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble inserting left coil.". The patient's medical history included recurrent abortion and feeling abnormal. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (trinessa). In (B)(6)2009, the patient had essure inserted. In (B)(6)2010, the patient was found to have weight increased ("weight gain") and experienced micturition urgency ("bladder urgency"). In (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6)2011, the patient experienced peripheral swelling ("my left hand ring finger had a rash and swelling"). In (B)(6)2014, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced pelvic pain ("pain / right lower pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions type: rash left ring finger"), migraine ("migraines"), alopecia areata ("bald spots"), adnexa uteri pain ("had a pain on my right ovary"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes") and nausea ("nausea"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, alopecia, peripheral swelling, migraine, adnexa uteri pain, micturition urgency, bladder disorder, urinary tract disorder and nausea outcome was unknown and the pelvic pain, rash and alopecia areata had resolved. The reporter considered adnexa uteri pain, alopecia, alopecia areata, bladder disorder, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, peripheral swelling, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2009 & (B)(6)2009, (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 188.3 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: everything turned out fine except they found a coil trailing far down into the uterus and its the right coil.. Concerning the injuries reported in this case, the following one were reported from social media report : nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media received: new events added: bladder problems , urinary problems or changes. Social media received: nausea, events were clubbed. Reporter information were updated. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / malposition of essure device location of device: endometrium, uterus') in a 38-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble inserting left coil.". The patient's medical history included recurrent abortion (3 miscarriages) and feeling abnormal. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (trinessa). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced micturition urgency ("bladder urgency"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced peripheral swelling ("my left hand ring finger had a rash and swelling"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain ("pain / right lower pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("rashes or skin conditions type: rash left ring finger"), migraine ("migraines"), alopecia areata ("bald spots"), adnexa uteri pain ("had a pain on my right overy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), flatulence ("gas"), oropharyngeal pain ("sore throat"), pain ("body aches"), pain in extremity ("foot pain"), muscle twitching ("leg twich"), thyroid disorder ("thyroid range is off too"), inflammation ("inflammation nos") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, alopecia, peripheral swelling, migraine, adnexa uteri pain, micturition urgency, bladder disorder, urinary tract disorder, nausea, flatulence, oropharyngeal pain, pain, pain in extremity, muscle twitching, thyroid disorder, inflammation and blepharospasm outcome was unknown and the pelvic pain, rash and alopecia areata had resolved. The reporter considered adnexa uteri pain, alopecia, alopecia areata, bladder disorder, blepharospasm, device expulsion, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, inflammation, menorrhagia, micturition urgency, migraine, muscle twitching, nausea, oropharyngeal pain, pain, pain in extremity, pelvic pain, peripheral swelling, rash, thyroid disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: everything turned out fine except they found a coil trailing far down into the uterus and its the right coil.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter added. Added event eyelid twitching. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration / malposition of essure device location of device: endometrium") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble inserting left coil." Concomitant products included ethinylestradiol; norgestimate (trinessa). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced micturition urgency ("bladder urgency"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced peripheral swelling ("my left hand ring finger had a rash and swelling"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain ("pain / right lower pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions type: rash left ring finger"), migraine ("migraines"), alopecia areata ("bald spots") and adnexa uteri pain ("had a pain on my right overy"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, alopecia, peripheral swelling, migraine, adnexa uteri pain and micturition urgency outcome was unknown and the pelvic pain, rash and alopecia areata had resolved. The reporter considered adnexa uteri pain, alopecia, alopecia areata, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, micturition urgency, migraine, pelvic pain, peripheral swelling, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 188.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- lot number and new event bladder urgency were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / malposition of essure device location of device: endometrium, uterus') in a 38-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble inserting left coil.". The patient's medical history included recurrent abortion (3 miscarriages) and feeling abnormal. Concurrent conditions included muscle cramps. Concomitant products included ethinylestradiol;norgestimate (trinessa). In (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced micturition urgency ("bladder urgency"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced peripheral swelling ("my left hand ring finger had a rash and swelling"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced pelvic pain ("pain / right lower pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("rashes or skin conditions type: rash left ring finger"), migraine ("migraines"), alopecia areata ("bald spots"), adnexa uteri pain ("had a pain on my right overy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), flatulence ("gas"), oropharyngeal pain ("sore throat"), pain ("body aches"), pain in extremity ("foot pain"), muscle twitching ("leg twich"), thyroid disorder ("thyroid range is off too"), inflammation ("inflammation nos") and blepharospasm ("eyelid twitching"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, alopecia, peripheral swelling, migraine, adnexa uteri pain, micturition urgency, bladder disorder, urinary tract disorder, nausea, flatulence, oropharyngeal pain, pain, pain in extremity, muscle twitching, thyroid disorder, inflammation and blepharospasm outcome was unknown and the pelvic pain, rash and alopecia areata had resolved. The reporter considered adnexa uteri pain, alopecia, alopecia areata, bladder disorder, blepharospasm, device expulsion, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, inflammation, menorrhagia, micturition urgency, migraine, muscle twitching, nausea, oropharyngeal pain, pain, pain in extremity, pelvic pain, peripheral swelling, rash, thyroid disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Ultrasound pelvis - on an unknown date: everything turned out fine except they found a coil trailing far down into the uterus and its the right coil.. Lot number:641430 manufacturing date:2009/05 expiration date:2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration / malposition of essure device location of device: endometrium") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain / right lower pelvic pain"), rash ("rashes or skin conditions type: rash left ring finger"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), peripheral swelling ("my left hand ring finger had a rash and swelling"), migraine ("migraines"), alopecia areata ("bald spots"), adnexa uteri pain ("had a pain on my right ovary") and complication of device insertion ("had trouble inserting left coil."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, alopecia, peripheral swelling, migraine, adnexa uteri pain and complication of device insertion outcome was unknown and the pelvic pain, rash and alopecia areata had resolved. The reporter considered adnexa uteri pain, alopecia, alopecia areata, complication of device insertion, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, peripheral swelling, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 188.3 kg/sqm. Hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events vaginal bleeding, rash, dysmenorrhea, fatigue, weight gain, hair loss, hand swelling, bald spot, migraine, complication of device insertion are added. Event device dislocation updated to device expulsion. Lab data updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.